Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of movement in the left leg about 90 minutes after the scs lead implant procedure on (B)(6) 2016. The physician examined the patient and x-rays were taken which did not reveal any anomalies. Subsequently, surgical intervention was taken where the lead was explanted. Further follow up identified the patient regained the movement and the issue has resolved.